Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the product could not confirm the stated failure without obtaining the actual device/ product. A review of the manufacturing records 71421014/ 11cm15573/ 1000494946, 71420164/ 11aaf0039a/ 1000488015, 71420576/ 11em04451/ 1000528872, and 71453212/ 11cm13130/1000491898 did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for listed part/failure mode, with no prior complaints for the listed lots 71421014/ 11cm15573/ 1000494946, 71420164/ 11aaf0039a/ 1000488015, 71420576/ 11em04451/ 1000528872, and 71453212/ 11cm13130/1000491898. A evaluation from our clinical/medical team indicated although all components were reported as "well fixed" she developed severe arthrofibrosis with persistent pain, in which it was reported that the postop findings were apparent sterile effusion in the knee with signs of chronic inflammation but not consistent with infection. According to a report the patient has since returned with persistent pain which was potentially from neuromas, therefore, patient underwent a surgical excision in nov 2013. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that left knee arthrotomy, total synovectomy was performed.